Event description:
The bio tech called to explain that while he was testing the forceps -malis bipolar forceps (B)(4), lot# 9301n he was shocked. That happened twice with the same forceps once with the codman generator and again with the valley lab force triad generator. He is ok - no major harm and/or burns etc. He tested forceps at 35 mallis watts - 350 mili amps. He tested them with no gloves. Furthermore, the surgical assistant told him that the forceps were activated without stepping on the pedal. No delay in surgery or patient injury reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The customer was asked if the product was available for return and indicated that most likely the product would not be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of the reported "while testing forceps technician was shocked". This isnstrument is very old, 21 years and it is likley that it is worn/damaged from continuous use over a prolonged period of time. However, without the instrument it is not possible to verify instrument condition/function. Due to the age of the instrument the DHR records are not available. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.